Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient experienced pain and discomfort in hip, metallosis exposure, and other injuries presently undiagnosed. Patient has not yet scheduled a revision surgery.

Event description:
Litigation alleges that patient experienced pain and discomfort in hip, metallosis exposure, and other injuries presently undiagnosed. Patient has not yet scheduled a revision surgery.update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.